Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Investigation confirmed the extraction bolt is badly damaged (discolored tip). As mentioned in the report, the instrument had been used ¿mistakenly on power¿ and caused these damages. No further action has been taken. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The event date occured on (B)(6) 2012. Returned to manufacturer on: (B)(4) 2012. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the extraction bolt was used to remove a 2.0mm cortex screw mistakenly on power. The extraction bolt fused around the screw and appeared to be melted. The screw broke off and a portion remained inside the extraction bolt and another inside the patient which was unable to be retrieved. This is report 1 of 1 for complaint (B)(4).

Event description:
During a procedure on (B)(6) 2012, the extraction bolt was used to remove a 2.0mm cortex screw mistakenly on power. This is report 1 of 1 for complaint (B)(4).